Manufacturer narrative:
Model number/catalog number: sc-8216-50. Serial number: (B)(4). Batch/lot number: 21009252. Model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not getting coverage on the left side. The patient underwent ipg and lead replacement procedure. There was no suspected malfunction and it was physicians preference. The patient was doing well postoperatively.